Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a se2240 alarm was confirmed and the root cause was identified as an open clamp on an unused supply line based on information provided by the customer. The disposable set was not provided for evaluation. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 6. The technical service representative (tsr) had the home patient (hp) close all of the clamps and the transfer set, cycle the power off/on, then cycled the power off/on to press go to start prompt. The tsr explained the alarm and the hp stated that she left a spare line clamp open. The tsr advised the hp to report the alarm to the peritoneal dialysis (pd) nurse (rn) the next morning. The hp would finish therapy manually for the night. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the care giver (cg) stated that they had not contacted the pd rn as the hp had been doing fine. The cg stated the hp continued therapy on the cycler without any problems. The cg was advised to still let the pd rn know about the alarm. The cg would contact the pd rn today. No patient injury or medical intervention was reported.